Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with no personal or family history of illness underwent an unknown procedure with unspecified mentor saline implants on (B)(6) 2011. Patient reported that beginning (B)(6) 2017, she has had multiple health issues that gradually got worse. The patient reported that she broke both her feet within 2 months with no trauma and a bone density scan reveal osteoporosis. The patient also reported hashimoto's thyroiditis, hypercalcemia, dangerous increase in blood pressure, and need for more blood pressure medications, insomnia, possible rheumatoid arthritis and gut issues that may include celiac disease. In (B)(6) 2018, the patient's health was at its worst and the patient reported that she went into multiple organ failure; kidney failure, eye issues, everything was shutting down. She couldn't even get up from muscle weakness. The patient underwent bilateral device removal without replacement on (B)(6) 2018. Per patient, the devices were not broken but were indented, and was visible on her breast. The devices were punctured during explantation. The patient attributed her symptoms to breast implant illness. Later, the patient was diagnosed with an adrenal carcinoma and got it removed (B)(6) 2018. The carcinoma has spread and the patient is terminal. The patient reported that her symptoms have not improved post explantation, and is unsure if the implants contributed to her health issues. The root cause of the patient's condition is unknown. This medwatch report is for the right breast prosthesis.